Event description:
The ptca/stent procedure was to direct stent a lesion in the mid lad. The stent would not cross the lesion and was removed. A dilatation catheter was used to pre-dilate the stenosis; however, during inflation, the balloon moved forward. The catheter was pulled back into position and inflated again, but a waist appeared in the balloon. Despite the fact that the balloon never fully expanded in the lesion, contrary to IFU instructions, a stent was placed. The stent was deployed at 10 atm, subsequently, difficulties were encountered during removal. Reported information indicated that the cine revealed a waist in the balloon. Several unsuccessful attempts were made to remove the sds. The sds, along with the guide wire, remained in the patient. Emergency surgery was necessary. At this time, the patient started suffering from arrhythmia and needed to be resuscitated. Force was used to remove the sds from the patient. Cardiac defibrillation was performed and the patient was revived; however, the vessel had no flow. A guide wire was placed with some difficulty. Several unsuccessful attempts were made to cross the lesion. When the guide wire was removed, the distal flow was established. The patient was sent to surgery. The patient expired the next day.